Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after implant the bipolar impedance was high, noted as '>9999 ohms'. It was also reported that the physician did a lot of "jamming/tweeking" with the lead and was concerned it may be fractured. A technical consultant with the manufacturer's technical services department stated the issue was most likely due to poor setscrew contact, and the lead may not be in the header block securely. There is a concern the lead may not be stable even in unipolar. The lead was programmed to unipolar. The device and lead are still in use. No patient complications were reported as a result of this event.